Event description:
Following insertion of an arrow international epidural anesthesia catheter around 9:30 am, successful delivery of healthy baby acomplished without complication. Around 2:30 pm, the catheter was to be removed by crna. Resistance was felt while catheter was being removed, ultimately breaking at level of skin. Emergency surgery required to retrieve 4cm tip of epidural catheter to prevent neurological/infection complications.